Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the thermacor 1200 infusion system was being used at (B)(6). The hospital reported the cassette leaking at the connection to the patient line. The thermacor 1200 unit ((B)(4)) was returned for testing, and the unit was working within specifications. The cassette and patient line were returned for further investigation. The leakage was confirmed at the cassette connector bond where the patient line attaches. The hospital was able to complete the surgery using the cassette. The cassette (lot 231124596) was manufactured in february 2012. Since that time, corrective actions have been implemented to assure the operators are applying enough adhesive and allowing the bonding to dry. Complaints based on bonding issues in this area of the cassette / patient line connections have not been seen in recent cassette lots. No patient injury was recorded.